Event description:
As reported to the manufacturer on (B)(6) 2011, a (B)(6) male patient underwent initial endovascular aortic repair on (B)(6) 2011. The case went as planned, final aortogram was taken after molding of the graft was performed. A persistent type iii (3) endoleak was noted on the ipsilateral main body side (left). After reballooning and restenting the leak was still present but less evident. The patient has a blushing around the ipsilateral main body limb (left side) which seems to be billowing out of the graft.

Manufacturer narrative:
(B)(4) - additional surgical procedure is not listed in the instructions for use. (B)(4) - endoleak is listed in the instructions for use. Event is still under investigation.